Event description:
A user facility registered nurse (rn) reported upon completion of a patient's hemodialysis (hd) treatment the machine noted with an ultrafiltration (uf) rate at 70ml and the uf removed at 228 ml. A field service technician (fst) completed a uf problem identification checklist and could not duplicate the symptom. A simulated one hour treatment was performed with a 1000 ml goal. 995ml was removed at end of the treatment clock when the test completed. Upon follow-up, the rn confirmed the reported event and stated the patient had an inadequate uf removal during their hemodialysis treatment. It was unknown what may have attributed to the reported issue. The rn stated the machine had been pulled from service and was evaluated by the fst, who was unable to duplicate the symptom. Per rn the patient did not require any medical intervention as a result of the reported issue and remained asymptomatic. It was decided by the nephrologist and agreed by the patient to return to the clinic the following day for additional hd treatment, which was completed without issue. The rn confirmed the patient had since been able to continue in-center hd therapy without further issue.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported upon completion of a patient's hemodialysis (hd) treatment the machine noted with an ultrafiltration (uf) rate at 70ml and the uf removed at 228 ml. A field service technician (fst) completed a uf problem identification checklist and could not duplicate the symptom. A simulated one hour treatment was performed with a 1000 ml goal. 995ml was removed at end of the treatment clock when the test completed. Upon follow-up, the rn confirmed the reported event and stated the patient had an inadequate uf removal during their hemodialysis treatment. It was unknown what may have attributed to the reported issue. The rn stated the machine had been pulled from service and was evaluated by the fst, who was unable to duplicate the symptom. Per rn the patient did not require any medical intervention as a result of the reported issue and remained asymptomatic. It was decided by the nephrologist and agreed by the patient to return to the clinic the following day for additional hd treatment, which was completed without issue. The rn confirmed the patient had since been able to continue in-center hd therapy without further issue.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. The field service technician investigation could not duplicate the reported problem; thus the complaint is unconfirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed.